Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported lower than expected flow during impella support. Pump position was noted to be inadequate. The pump was removed and replaced with no harm to the patient.

Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has been returned for evaluation. The product was returned and the low pump flow was confirmed. The cause of the issue was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.